Event description:
Customer reported that during three laser procedures over the past two months, the cryogen did not spray during 1 or pulses during the laser procedures. This could lead to potential scarring.